Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited positioning failure and failed to achieve a stable fixation, alleged to be due to non-device or non-procedure related progressive fibrosis and insufficient myocardial tissue. The ralp was not implanted; however, an alternate near at hand was implanted instead. There were no patient consequences.